Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve, a thrombus was observed on the valve. No intervention or treatment was reported. No adverse patient effects were reported. Additional information was received that during the implant, a long introducer sheath was used, and the valve was not resheathed. The patient¿s activated clotting time (act) was monitored every 60 minutes with heparin administration during the procedure. Throughout the procedure the patient¿s act was 270 and the procedure lasted for 132 minutes. Following the valve implant procedure, an antiplatelet was prescribed. The last three international normalized ratio were (B)(4). One day post-implant, a thrombus was observed on the leaflet of the valve. No symptoms were reported. There was no pulmonary regurgitation/insufficiency as a result of the thrombus. The gradient was 13.2mmhg and the act level was unknown. The patient did not have any pre-existing coagulopathy issues, other blood disorders, or on medications. It was noted the level of the gradient did not change when the patient was discharged. No intervention or treatment was reported. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted, so it was not returned to medtronic for analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: still frame images from a post procedural computed tomography (CT) were reviewed. Images are consistent with hypoattenuated leaflet thickening (halt) appearance on all 3 prosthetic leaflets. Halt (B)(4), unable to evaluate leaflet motion due to limited imaging provided. Imaging provided is consistent with halt on the prosthetic harmony leaflets. Thrombus is a potential adverse effect per the harmony transcatheter pulmonary valve (tpv) instructions for use (IFU). A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. Patient¿s activated clotting time (act) may have been a contributing factor to reported thrombus. However, a conclusive root cause cannot be determined with the limited information available. Gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ve ntricular outflow tract (lvot) obstruction, patient pressures, left ventricle (lv) dysfunction, etc.). Gradients can be observed despite normal device functionality. It should be noted that a mean gradient of less than 20 millimeters of mercury (mmhg) is generally considered acceptable residual condition. Based on the limited information made available, a conclusive root cause could not be det ermined. However, it could potentially be attributed to halt. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.